Event description:
The plate broke at a screw hole. It is unknown whether a screw or a locking screw was implanted at said hole.

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
It was reported that a variable angle condylar locking compression plate and associated screws were revised because the plate was broken as well as due to a non-union of the fracture for which the hardware was implanted. Patient was revised to a retrograde femoral fixation nail and bone graft from the iliac crest. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: the plate is broken in half at the 11th screw hole. The dimensions were checked as far as possible. All measured dimensions passed the specifications successfully. This complaint is deemed indeterminate from a manufacturing standpoint. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Month of implant is reported as (B)(6) 2012.